Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. On (B)(6) 2024 around 9 am, the cgm reading was 3.2 mmol/l and the patient self-treated with orange juice and the cgm reading increased to 7.1 mmol/l. No bg meter comparison was taken at this time. The patient experienced shaking in her hand. However, after 5 minutes the cgm reading decreased to low and since the patient was working in a hospital as a chief, the ambulance unit assisted the patient. The ambulance paramedics took a bg reading which was 20 mmol/l and the cgm reading was 3 mmol/l. 25 minutes later, the cgm reading was 3.6 mmol/l and the bg reading was 22 mmol/l. An ambulance was called and arrived at 11:30 am, and the patient was transported to the hospital. On the ambulance, the patient was treated with intravenous fluids (water drip for 1 bag). The ambulance arrived in the hospital around 12:00 pm, and the nurse took a bg reading which was 15 mmol/l and the cgm reading was low. The patient was discharged at 2:30 pm and was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of event. The reported glucose values fall within the d zone of the parkes error grid calculator when the patient was tested by the ambulance paramedics and by the nurse at the hospital. No additional patient or event information is available.